Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx delivery system closure device was being implanted. During the procedure there were four partial recaptures due to the occluder being too far out of the laa. The closure device was successfully implanted in the correct position after verifying the release criteria. A pericardial effusion (pe) of approximately 1 cm in size was discovered during the final inspection. The physician performed pericardial drainage, aspirating 300 ml of fluid, which stopped the bleeding. The patient was then transferred to the intensive care unit (ICU) for monitoring. The patient remained hemodynamically stable throughout the procedure. The physician expects the patient to be transferred out of the ICU the following day and discharged as planned, pending no further complications. The patient is expected to fully recover.